Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a hydratome rx sphinterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, the device would not bow inside the pt. There were no issues with the device during preparation. The procedure was completed with another hydratome rx sphinterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. (B)(4) device would not bow. According to the complainant, the suspect device has been disposed and is not available for return. A device eval has not been performed; the cause of the reported malfunction is undetermined. (B)(4).